Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Please note the screw part number could not be determined; however based on complaint description and concomitant plate used (part 442.494, lot l778151), screws most likely part of 412.8xx family and will be treated as such. Visual inspection performed at customer quality observed screw breakage proximal to head for all four screws. Furthermore, the thread portions around the breakage was noted distorted. No further issues were noted. Dimensional inspection on relevant broken regions were not able to be performed due to post manufacture damage. However, the nominal diameter of the screw thread proximal to breakage measured below: a device history review was could not be performed as the lot number could not be determined from the received parts. A definitive root cause for the device breakage could not be determined from the provided information. The overall complaint condition is confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: titanium locking compression plate distal radius plate volar (part # 442.494 lot #: l778151, quantity 1). Screws (part # unknown, lot # unknown, quantity 4), titanium cortex screw self tapping (part# 402.876, lot #: l595912, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four (4) unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction internal fixation (orif) distal radius, the patient underwent removal of the hardware due to distal screws were broken off at the head of the distal radius plate. The plate was originally implanted into the patient on (B)(6) 2019. There were no fragments generated from broken device. The procedure was successfully completed with no surgical delay. Patient status was satisfactory. Concomitant device reported: unk - plates: distal radius (part # unknown, lot # unknown, quantity 1), unk - screws: trauma (part # unknown, lot # unknown, quantity 5). This complaint involves one (1) device. Three report is 1 of 1 for (B)(4).